Manufacturer narrative:
The insulin pump alarmed due to faulty component on the interface board. The reservoir indicator is functioning properly. The insulin pump was received with minor scratches on the lcd window and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their time and date settings disappearing. The customer also states the reservoir icon is showing empty when the reservoir is not empty. The customer's blood glucose level at the time of incident was 120mg/dl. The alarm history was check, and an unexpected restart alarm was noted. It was noted that the unexpected restart alarm was reoccurring. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.